Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed during the prime test due to a faulty tin force sensor resistor. The motor passed the motor test. The occlusion test could not be performed due to a motor error alarm. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error and another error during priming process. The blood glucose reading was 465 mg/dl, which the customer treated with 6 units of insulin via manual injection. The customer stated that her blood glucose levels are high because she was not receiving the insulin. She complained of sluggishness and lack of energy as symptoms of high blood glucose. The device had not been bumped nor dropped prior to the alarm. Upon troubleshooting, it was found that the customer could not check the device's alarm history due to the other errors. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.